Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) lead showed noise over sensing that appeared to be minute ventilation (mv) termination algorithm due to signal artifact monitoring over sensing. The noise had been observed since the crt-d was implanted. Furthermore, pacing impedance had been trending down, but still within normal limits for this lv lead. Programming the lv sensing off and monitoring the patient was recommended as the patient is dependent. The crt-d and the lv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) lead showed noise over sensing that appeared to be minute ventilation (mv) termination algorithm due to signal artifact monitoring over sensing. The noise had been observed since the crt-d was implanted. Furthermore, pacing impedance had been trending down, but still within normal limits for this lv lead. Programming the lv sensing off and monitoring the patient was recommended as the patient is dependent. The crt-d and the lv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.